Event description:
The following article was received based on a literature review: article: safety and efficacy of the yamane technique for intraocular three-piece lens implantation in egyptian patients diagnosed with marfan syndrome: a retrospective study a retrospective study was done to investigate the safety and efficacy of the yamane technique (flanged intrascleral haptic fixation with double-needle technique /fihft) for three-piece intraocular lens (iol) implantation in egyptian patients diagnosed with marfan syndrome (mfs) presented with subluxated lenses (ectopia lentis, el). A total of 40 eyes of 33 patients with mfs and subluxated lenses underwent lensectomy or phacoemulsification with limited anterior vitrectomy, followed by iol implantation using the fihft method. All patients were implanted with the foldable sensar ar40 3-piece iol (abbott medical optics inc.). The yamane technique (flanged intrascleral haptic fixation with double-needle technique /fihft) is considered as off-label use. It was reported that mild iol decentration occurred in 5 eyes that did not need further surgical intervention. Two specific cases, iol slippage was reported, occurring spontaneously six and eleven months post-surgery. These instances necessitated further surgical intervention. In one case, the slippage haptic was stabilized within its scleral track, followed by edge trimming and cauterization. In the second case, the similar technique was unsuccessful, necessitating iol replacement. (Explant). Both cases ultimately yielded favorable outcomes. Tilted iols were reported in 2 cases with mild cylinder measured less than (3.00) diopters which were effectively managed with corrective glasses. Additionally, 2 cases of retinal detachment were reported, both of which were managed through pars plana vitrectomy." A copy of the article is provided with this report.

Manufacturer narrative:
Section a2 - age (years): mean ± sd is 30.79 ± 13.69, median (range) is 31 (9-55). Section a3 - sex: female: 20, male: 13. Section a3b, a4 and a5: information unknown, not provided. Section b3 - date of event: unknown/ not provided. Article acceptance date is 9 october 2024. Section d4 - model number: a complete number is unknown, as product serial number was not provided. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown. Section d6b - explant date: unknown. Section h3: the intraocular lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Section h6 -health effect - clinical code: 4581 no code available (eye anatomy issue and device dislocation). Citation: fathy mohamed abo elftouh elsalhy1 , ahmed hassan samir assaf2,3 , sarah abbas alshamarti4 ,noha fawky soliman, abdelrahman ahmed ali khattab, mahmoud mohammed ahmed ali khalil, mahmoud fawzy zaky morsy, ezzat nabil abbas ibrahim, ahmad mohammad salah eldeen abdul hay and mohamed sayed taha abouzeid; safety and efficacy of the yamane technique for intraocular three-piece lens implantation in egyptian patients diagnosed with marfan syndrome: a retrospective study; 9 october 2024; elsalhy et al. Bmc ophthalmology; https://doi.org/10.1186/s12886-024-03724-y. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.